Event description:
On or about, (B)(6), 2010, the plaintiff was implanted with an ams miniarc sling, "with the intention of treating the plaintiff for stress urinary incontinence and pelvic organ prolapse." It was alleged that the "plaintiff has suffered serious bodily injuries, including, but not limited to, extreme pain, erosion of her internal bodily tissue, pain, and other injuries." It was also reported that the plaintiff, 'experienced significant mental and physical pain and suffering, has required additional surgery and medical treatment and she has sustained permanent injury."

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.